Manufacturer narrative:
Two scepter xc balloon devices were returned within the same container. It could not be determined which device is associated with this complaint. Device # 1 investigation: visual investigation of the returned device found loose coil under the polyimide ring. Due to the hub's inflation port being occluded with what was most likely contrast, the hub was bypassed to test balloon inflation. A pinhole leak was found 2mm proximal to the proximal balloon marker band. Device # 2 investigation: visual investigation of the returned device found loose coil under the polyimide ring. Due to the hub's inflation port being occluded with what was most likely contrast, the hub was bypassed to test balloon inflation. A pinhole leak was found 1mm distal to the proximal balloon marker band. The physical evaluation of the devices could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification, which could have occurred due to handling or over-inflation.

Manufacturer narrative:
The lot number was provided. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device has not been returned to the manufacturer for analysis.

Event description:
It was reported that while using the balloon to assist in coil embolization of an aneurysm, the balloon suddenly deflated. There was no reported patient injury. The patient's current condition is reported to be "ok."